Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. This supplemental emdr represents the bard/davol sepramesh ip (device #1). An additional MDR was submitted for ventrio st mesh (device 2). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b6, b7, d1, d3, d4 (catalog number, lot number, UDI), d.6b, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip device on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip device. Attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient. Also, the attorney alleges that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2008- patient was diagnosed with recurrent ventral incisional hernia, thereby underwent laparoscopic repair with implant of sepramesh ip (device 1). Per op notes, ¿a small hernia defect was identified in the abdominal region and was dissected. A sepramesh ip (device 1) was placed on the peritoneal space and sutured¿. On (B)(6) 2017- patient was diagnosed with recurrent ventral hernia, thereby underwent laparoscopic repair with explant of sepramesh ip (device 1), implant of ventrio st mesh (device 2). Per op notes, ¿multiple adhesions of the small bowel to the underside of the sepramesh ip (device 1) in addition to omentum. Once the adhesions were lysed. The sepramesh ip (device 1) was completely explanted. A ventrio st mesh (device 2) was placed and tacked circumfascially¿. On (B)(6) 2017- patient was diagnosed with small bowel obstruction, thereby underwent laparoscopic repair with implant of ventralight st using echo ps (device 3). Per op notes, ¿a portion of omentum found adhesed to the previously placed mesh (device 2). A small portion of omentum had herniated underneath and a small area of omentum found protruding through the mesh (device 2). A ventralight st using echo ps (device 3) was placed and tacked.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/ davol sepramesh composite ip device on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip device. Attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient. Also, the attorney alleges that the patient experienced emotional distress and the device was defective.